Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. The used sample was not returned to baxter for evaluation. Per the complaint information, the spike was not fully inserted into the solution bag. Per the complaint information, the cause of the alarm is improper setup of the supply bag. This review finds the labeling adequate for the reported user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm that occurred on the homechoice (hc) during prime. The baxter technical service representative (tsr) assisted the hp with troubleshooting. The hp stated he pressed in on the spike to heater bag and therapy resumed. On (B)(6) 2011, product surveillance spoke with the hp who stated that this was an isolated incident and was his error. The hp stated he was half asleep and did not push the spike in all the way initially. The hp stated that he was aware of proper procedure and confirmed no adverse event resulted from this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; the reported condition was resolved over the phone and therapy continued with actual product. A follow-up report will be submitted upon the completion of baxter's quality review.